Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. In addition during initial implantation surgery, the active electrode could not be inserted fully, according to the irc, which might have been contributed to the lack of benefit. To determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
The patient suddenly stopped hearing 2 months ago. Re-implantation has been recommended but there is no plan for surgery at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suddenly stopped hearing 2 months ago.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. In addition during initial implantation surgery, the active electrode could not be inserted fully, according to the irc, which might have been contributed to the lack of benefit. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The recipient suddenly stopped hearing 2 months ago. The recipient has been re-implanted .